Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head would not communicate with the camera tower. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found kinks on the cable and a smashed connector tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6, h10. Corrected field: e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, it was found that [communication error] occurred. However, occurrence cause of indicated phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.